Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.